Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The left monitor was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's left monitor was difficult to view due to burn in on one side. Anatomy markers are difficult to discern. There was no adverse pt involvement reported. There was no pt information reported.